Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that there was a difference in understanding of equipment handling and reprocessing procedures between olympus' recommendations and the facility in question. In addition, training has been conducted by olympus professional staff regarding proper handling. Appropriate reprocessing methods for this event are described in the IFU below. "Reprocessing manual_ manually cleaning the endoscope and accessories_ aspirate detergent solution through the instrument channel and the suction channel." Olympus will continue to monitor field performance for this device.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the user facility, the facility had no form of aspiration and was skipping this step. The evis exera iii colonovideoscope in turn, was reprocessed incorrectly. There were no associated patient infections or injuries reported.

Manufacturer narrative:
During an onsite reprocessing in-service with the user facility, it was noted that the facility had no form of aspiration and was skipping this step. The ess spoke with the nurse manager about the skipped step, in accordance with the instructions for use (IFU) and on-track. The user facility informed the ess that they will work on getting a table top suction canister to put in the scope room for the 30 seconds of aspiration. The ess informed the user facility that suction clean adaptors will need to be attached to the scope during this process and more will need to be ordered if the ones that came with the scope cannot be located. The ess went over the necessary steps with the techs, to ensure they knew of the 30 seconds of aspiration after brushing. The ess performed the reprocessing in-service with the staff and covered infection control information that is referenced in the user manual and the reprocessing manual. All products were listed in the product section of the request, all attendee's were listed on the attendance sheet, and the ess emailed copied of the on-track forms to the customer. The user facility informed olympus that they use an aer to reprocess their scopes, it was recommended that the customer contact the manufacturer of that equipment for proper use. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.